Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device did not work well. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light transmission is lost or too low, water tightness is lost, outer tube is deformed, charged couple device (r-unit) has a kink, outer tube is damaged, the light guide-bundle of the video cable section is broken, and the leakage current is inadequate. A root cause could not be identified. However, based on the results of the investigation, it is presumed that the reported event occurred due to several contributing factors: the welding of the insertion section is damaged, resulting in a loss of water tightness; the outer tube is deformed and damaged, leading to inadequate leakage current; the charged couple device (r-unit) has a kink, making the parts non-disassemblable and non-reassemblable; the light and lens connector (llk plug) of the video cable section is damaged; and the light guide bundle of the video cable section is broken, causing light transmission to be lost or significantly reduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.